Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the system controller and user interface pcb assemblies. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during an event their device had a white display. A white display is indicative of a device lock-up condition that could delay or prevent defibrillation if it were necessary. Medical personnel then cycled power which cleared the condition. No further details were provided. The patient's outcome was not reported. Physio-control has requested additional information about both the patient and the event; however, no further details were available.